Event description:
Size 62 liner would not sear in the cup, surgery time delayed by 1 hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.